Event description:
It was reported to boston scientific corp in 2009, that an injection gold probe bipolar electrohemostasis catheter was used during a hemostasis procedure of the common bile duct. According to the complainant, difficulties were encountered advancing the injection gold probe through the scope. Following advancement of the device through the tip of the scope, they noticed the needle of the device was extended and would not retract. The device was removed from the scope without incident. It was noted that the outer sheath or the probe was kinked. It could not be determined if the kink occurred during the procedure or occurred during unpacking. The procedure was completed with another injection gold probe bipolar electrohemostasis catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.